Event description:
User received discrepant sodium results for eight patient samples. Two examples were provided. Sample 1 initial result 132 mmol/l repeat result 135 mmol/l, repeat on the other analyzer gave 136 mmol/l. Same sample repeated 2008. Gave 138 mmol/l and 137 mmol/l on the other analyzer at the site. Sample 2 initial result 133 mmol/l repeat result 126 mmol/l, repeat on the other analyzer gave 133 mmol/l. Same sample repeated 2008, gave 136 mmol/l and 136 mmol/l on the other analyzer at the site. Erroneous results were reported. Patients were not adversely affected. The field service representative determined the cause to be a defective reference electrode. He replaced all electrodes, cleaned the is bath and sipper probe, and changed out the is and dil. Performance tests were performed.